Event description:
It was reported that the system 9800's iris closed down without command. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro function board was reseated. The system was tested and found to be working as intended and placed back into service.